Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that a spaceoar vue device was placed during a placement procedure under local and monitored anesthesia care. Additionally, fiducial markers were placed transperineally. During hydrodissection, saline was observed flowing from the base to the apex. The needle was adjusted to the midline axially to achieve bilateral separation before injecting the hydrogel. The physician encountered resistance during injection. On the computed tomography scan, the placement seemed to be within the prostate and seminal vesicles, however, the physician was unsure exactly where the hydrogel was placed. Upon further review of the images, a comparison between the pre-implant and post-implant scans was made. It was observed that there was density within the external iliac vessels; thus, this density was pre-existing and not a result of the hydrogel placement. However, the scan did reveal a difference: there seemed to be circumferential hydrogel around the prostate, as well as hydrogel within the seminal vesicles. This enlarged the anterior to posterior dimension of the seminal vesicles from 2 cm to 3 cm. The patient experienced urinary symptoms shortly after the spaceoar placement. The physician noted that upon reviewing all the images, he observed an inferior slice where he suspected the presence of hydrogel beneath the capsule, which it was suspected to cause the patient's urinary symptoms.

Event description:
It was reported that a spaceoar device was placed during a placement procedure. During the hydrodissection step, the saline appeared to flow from the base to the apex. The needle was repositioned to midline in axial to get bilateral separation, then the hydrogel was injected. Resistance was noticed. The physician reported that, on the computerized tomography scan, the placement appeared to be in the prostate and seminal vesicles. However, he is unsure exactly where the hydrogel was placed. Upon further review of the images, a comparison between the pre-implant and post-implant scans was made. It was observed that there was density within the external iliac vessels; thus, this density was pre-existing and not a result of the hydrogel placement. However, the scan did reveal a difference: there seemed to be circumferential hydrogel around the prostate, as well as hydrogel within the seminal vesicles. This has enlarged the anterior to posterior dimension of the seminal vesicles from 2 cm to 3 cm. The patient experienced urinary symptoms shortly after the spaceoar placement. The physician noted that upon reviewing all the images, he observed an inferior slice where he suspected the presence of hydrogel beneath the capsule, which it was suspected to cause the patient's urinary symptoms.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: block h6 (patient codes) was updated based on additional information received on september 3rd, 2024.